Event description:
Healthcare professional reported left side "capsular contracture," baker grade unknown of a non-allergan device. Device has been explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).